Manufacturer narrative:
Mechanical problem - recorder door also replaced.

Event description:
The customer contacted philips healthcare to report that "the device drop and case broken." There was no reported patient involvement.